Event description:
Approximately one month after undergoing percutaneous transluminal angioplasty (pta) of the left subclavian artery with placement of a palmaz genesis stent, the patient returned for follow up at which time the stent was found fractured. Another palmaz genesis stent was deployed at the site. The target site was noted as moderately calcified, not at a bifurcation, and was not tortuous.

Manufacturer narrative:
The target site was the subclavian artery. During index procedure, 10 atmospheres were used to deploy the stent. After the stent was deployed, no post-dilation was conducted. During the second procedure, the previous stent that fractured was not dilated. The second stent deployed during the second procedure was deployed at nominal pressures, and it was post dilated also at nominal pressures. After the procedure was completed and discharged, the patient was provided with instruction that would prevent the reported event (ex. Not lifting the arm for certain time period, pressure in the area, etc.). No further information was available. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This review was extended to the stent manufacturer. No anomalies were found. With the limited amount of information available and without the return of the product for analysis or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. Stent fractures are considered a possible complication after metallic stent insertions and can be a result of balloon expansion. However, in this case where the stent was deployed in a hard lesion in the subclavian artery, the fracture was more likely caused by ongoing stress i.e.; continuous pressure from the heart, at the site of maximum leverage resulting in stent fatigue. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This review was extended to the stent manufacturer. No anomalies were found. With the limited amount of information available and without the return of the product for analysis or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. Stent fractures are considered a possible complication after metallic stent insertions and can be a result of balloon expansion. However, in this case where the stent was deployed in a hard lesion in the subclavian artery, the fracture was more likely caused by ongoing stress i.e.; continuous pressure from the heart, at the site of maximum leverage resulting in stent fatigue. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This review was extended to the stent manufacturer. No anomalies were found. With the limited amount of information available and without the return of the product for analysis or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. Stent fractures are considered a possible complication after metallic stent insertions and can be a result of balloon expansion. However, in this case where the stent was deployed in a hard lesion in the subclavian artery, the fracture was more likely caused by ongoing stress i.e.; continuous pressure from the heart, at the site of maximum leverage resulting in stent fatigue.